Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on a patient (dob: 1964). The following results were provided: patient presented to the ER on (B)(6) 2023 at 4:30 pm with dyspnea and chest pain, sid (B)(6) troponin-I is around 3000, other results provided: pro-bnp = 448, total ck = 259 admitted to cardiac intensive care, sid (B)(6) at 7:30 pm is comparably high (B)(6) 2023 6am sample is also comparably high transferred to another clinic: troponin-t is negative transferred back to this account troponin-I on sid (B)(6) at 4:30pm is comparably high angiogram is negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21. Section a1 patient identifier sids: (B)(6), (B)(6), (B)(6).

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on a patient (dob: 1964). The following results were provided: patient presented to the ER on 08aug2023 at 4:30 pm with dyspnea and chest pain, sid (B)(6) troponin-I is around 3000, other results provided: pro-bnp = 448, total ck = 259 admitted to cardiac intensive care, sid (B)(6) at 7:30 pm is comparably high 09aug2023 6am sample is also comparably high transferred to another clinic: troponin-t is negative transferred back to this account troponin-I on sid 23051473 at 4:30pm is comparably high angiogram is negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of the historical performance of reagent lot 46375ud00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 46375ud00 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot number 46375ud00 was identified.